Event description:
Alleged the siderail will not latch due to a broken latch.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.